Event description:
Initial result for a atient glucose was 0 mg/dl. When repeated, the result was 106 mg/dl. No treatment was provided based on the incorrect result. The field service representative found the rt1, sr and r1 probes were 98% used. He repaired the instrument by replacing the probes.